Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 19 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Only four out of five white status lights illuminated. A pmv representative adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. It was noted that only one green status light was illuminated. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The handle was disassembled by engineering for further evaluation of the led board and wire solder joints connections. Inspection of the wire routing and solder joints found that there were no breaks in the wires or workmanship issues with the solder joints. The led circuit board is challenged on the manufacturing line for correct wiring and correct led color and each unit is required to pass this test to proceed further in the process. All other leds functioned properly through all further testing of the device. When examining the front handle from the return, excessive mismatch was noted, evident by a groove in the opening for the seal. Additionally, the conformal coating on the bldc board did not completely cover all components. Though no drive motor failure code was displayed in the initial eeprom, this condition was able to be replicated by applying water to the bldc board. Esd events or exposure to heat and moisture may contribute towards a latent failure of an led or provide some leakage current through an alternate branch of the multiplexing circuit. If a mismatch is present in the front handle it is possible that fluid can enter the device through a leak path and cause a temporary short circuit that will lead to a quadrature process error. This can be caused by a mismatch or burr in a tool causing a slight mismatch or a non-fill condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, the reload was loaded on to the handle, the tissue was grasped, but the instrument failed to fire. The surgeon attempted to open the jaws but the jaws would not open. One of status indicator lights did not illuminate. Third new handle was connected and opened the jaws. Finally another manufacturer's handle was opened to correct the problem. The last patient status is good. Operating time was not extended. There was no additional tissue resection. There was no tissue damage. No device fragment fell into the patient cavity. There was no bleeding.